Event description:
A pt reported blood glucose results of 216 mg/dl, 210 mg/dl with a lifescan meter and 178 mg/dl on her doctor's meter (invalid comparison), performed within 10 minutes of each other. The customer service rep walked the pt through two consecutive control solution tests and both results fell outside the specified range. Based on the failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. A control solution test was performed with a new vial of test strips and the results fell within specs. See scanned page.